Event description:
Pt implanted in 1999 in the lower and upper left vermilion borders. Onset of infection and implant extrusion 06/25/1999. Implant revised 06/25/1999 and 06/30/1999. Implant explanted 1999 and pt treated with keflex.